Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse inspected the test results to confirm the reported flag and inspected the tubing and connections. Next, fse primed the diluent system. Initially there was no flow so he replaced the diluent pump and primed again. The flow was now normal. The customer was subsequently able to run daily check and quality control (qc) without issue. The diluent pump was disposed of at the site. No further issues were noted. No further information was provided. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 29apr2017 through aware date 29may2018. There were two similar complaints identified during the search period. The aia-900 service manual rev e under chapter 12 - flags and error messages was reviewed. 2000 diluent shortage the aia-900 service manual under chapter 12 indicates that the 2000 diluent shortage error message is generated when an "empty" status is detected in the diluent tank at the start of measurement, so measurement would stop. The operator is instructed to replenish the diluent and carry out measurement once again. The most probable cause of the reported event is due to a faulty diluent pump.

Event description:
It was reported that the customer received "2000 diluent shortage" error with their aia-900 analyzer. The customer stated that the diluent was 3/4 full and that, initially, they were able to run controls without receiving any errors. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle-stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.